Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar configuration on this pacemaker system due to a right atrial (ra) lead pace impedance measurement of 2264 ohms, which was out of range. Technical services (ts) analyzed device episode data and found that there was a stored signal artifact monitor (sam) episode on the same day as the lss with minute ventilation (mv) noise and oversensing. Ra pace impedance was found to be as high as 2985 ohms and low as 480 ohms. It was also discovered that the right ventricular (rv) lead had pace impedance measurements decrease to 720 ohms along with high capture threshold of 4v on the ra lead. Ts advised ra lead evaluation and reprogramming as troubleshooting. While patient was tested in clinic, there was noise and oversensing while in unipolar configuration. Reprogramming was done. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar configuration on this pacemaker system due to a right atrial (ra) lead pace impedance measurement of 2264 ohms, which was out of range. Technical services (ts) analyzed device episode data and found that there was a stored signal artifact monitor (sam) episode on the same day as the lss with minute ventilation (mv) noise and oversensing. Ra pace impedance was found to be as high as 2985 ohms and low as 480 ohms. It was also discovered that the right ventricular (rv) lead had pace impedance measurements decrease to 720 ohms along with high capture threshold of 4v on the ra lead. Ts advised ra lead evaluation and reprogramming as troubleshooting. While patient was tested in clinic, there was noise and oversensing while in unipolar configuration. Reprogramming was done. No adverse patient effects were reported. Currently, this pacemaker system remains in service.